Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated he was trying to calibrate and suspend the insulin pump when the alarm ocurred. Blood glucose value was 34 mg/dl which he treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump was programmed with a test mini link and the glucose sensor simulator. The sensor feature worked properly. No unexpected calibration error anomalies noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.